Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B)(6) 2009).

Event description:
It was reported that the pt experienced symptoms of withdrawal but was currently doing "ok". The pt was placed on oral opioids for her symptoms until they could do a pump replacement. The physician reported that the pt's motor had stalled; motor stall recovery was unk. A pump replacement had been scheduled. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.